Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that a check vent alarm for proximal autozero failure occurred. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) reported to the remote service engineer (rse) that a check vent alarm for proximal autozero failure occurred. The bme had replaced components per diagnostic code 1008 (auto-zeroing of machine and proximal pressure transducers fail in power on self-test (post)), and the rse advised the bme that the error code should be either 110a (proximal pressure sensor autozero failed (post)) or 110b (proximal pressure sensor autozero failed (continuous built-in test (cbit)). The bme informed the rse that the device will be checked again to see which codes were actually logged. The bme also checked the pin alignment between the solenoids and data acquisition (da) printed circuit board assembly (pcba) and informed the rse that a bent pin was found. The bme reset the da pcba to resolve the reported issue and verified good pin alignment. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.